Manufacturer narrative:
.

Event description:
A report was received that the patient had loss of stimulation following a neck movement. Database analysis showed that the lead had high impedance. The patient underwent a revision wherein it revealed a defective paddle lead. There were 4 lead contacts with high impedance values, and there was visible damage with the paddle lead with loose wires behind several contacts. The paddle lead was replaced.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical test performed. Inspection of the lead revealed that four cables were fractured at the bent/kinked location of the lead. The bent/kinked locations were one cm from both sides of the clik anchor set screw mark. The fractured cables resulted in the reported high impedance complaint. No cables were exposed at the fracture site.

Event description:
A report was received that the patient had loss of stimulation following a neck movement. Database analysis showed that the lead had high impedance. The patient underwent a revision wherein it revealed a defective paddle lead. There were 4 lead contacts with high impedance values, and there was visible damage with the paddle lead with loose wires behind several contacts. The paddle lead was replaced.